Event description:
Please be advised that our firm has been retained to represent consumer, who rec'd serious complications to her right eye as a result of the usage of complete moistureplus multipurpose contact-lens solution. Consumer's treating physicians have determined that she has been exposed to acanthamoeba keratitis bacteria. We request that you forward a copy of this letter to your liability insurance co and have them contact our office. If you do not have liability insurance, please contact our office immediately.